Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence after they had a violent sneeze. The device stopped working. A surgical procedure was performed during which the device was explanted. Upon explant the physician identified fluid loss. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, recurring incontinence, and fluid leak are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.